Manufacturer narrative:
Device was not returned by customer; no lot number was provided. Evaluation was not possible. Device manufacture date could not be determined. The product packaging contains the following statement: "caution: some individuals may be sensitive to neoprene or neoprene-blend rubber. If a rash develops, discontinue use and consult a physician". The customer appeared to follow the instructions for use. The customer noted that she wore the brace over leggings; direct skin contact would have been limited to the hands. The customer did not provide photos of the rash on any location other than the face. On the date the customer purchased the knee brace, she also purchased cosmetics. It is unknown if the leggings or the cosmetics were involved in the rash. Individual patent physiology is the most likely cause of the skin issues.

Event description:
A female customer wore a futuro¿ sport hinged knee brace on her right leg over leggings during a work-out. She alleged intense itching, burning, and swelling after a few hours. She removed the brace. She alleged that when she scratched the area, welts/hives appeared and began to spread. The woman alleged that by the next morning the rash had spread over her body to her face. She alleged a feeling that her throat was closing. She went to the hospital and was given 3 prescriptions including one for prednisone. After one week the skin issue had mostly resolved.

Manufacturer narrative:
Patient's md office reported on (B)(6) 2018, that patient received treatment for a reaction that spread from right knee to the back and face. Patient was reported to have a history of a latex and neoprene allergy. The purpose of this follow-up report was to provide this new information.